Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, the balloon ruptured during procedure. It was also noted that the device could not cross the lesion. The procedure was completed with another of same device. There were no patient complications. Patient was fine.

Manufacturer narrative:
Investigation results: device analysis findings: fg emerge mr, ous 2.00mm x 12mm was returned for analysis. Visual and tactile inspection found no issues with the hypotube shaft. Examination of the polymer extrusion shaft noted no issues. A detailed microscopic examination of the balloon material identified a pinhole at 1mm distal to the proximal markerband. Microscopic examination of the tip noted that the distal section was deformed. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 14 atmospheres as per emerge instructions for use; however, pressure was unable to be maintained as inflation liquid was observed leaking from a pinhole at 1mm distal to the proximal markerband. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of adverse event related to patient condition as the complaint reported the device failed to cross the lesion due to calcification. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. The device was returned for product analysis and a detailed microscopic examination of the balloon identified a pinhole at 1mm distal of proximal markerband and therefore the alleged material rupture could be confirmed. In addition, the bumper tip was deformed. Based on the event description and device analysis, it is likely that an interaction occurred with the balloon and the 80% stenosed, moderately tortuous and severely calcified distal right coronary artery, which likely led to the balloon rupture and unreported tip damage.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, the balloon ruptured during procedure. It was also noted that the device could not cross the lesion. The procedure was completed with another of same device. There were no patient complications. Patient was fine.